Event description:
It was reported, "the surgeon is unhappy with the femoral size of the medial lateral aspect of the femoral implant. There is growth implant underhang. Despite appropriate ap sizing of the femur. They worry about the post op bleeding, due to cancellous bone and also long term femoral subsidence."

Manufacturer narrative:
An evaluation of the device cannot be performed, as the device was not returned to the manufacturer. Device remains implanted. If additional information becomes available, it will be submitted in a supplemental report.